Event description:
It was reported to philips that the flexvision computer was unable to power on, preventing the system from booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that flexvision pc was not switching on with system. Review of system log file shows the host-pc could not connect to the flexvision-pc, which confirms the flexvision pc malfunctioning. The field service engineer (fse) went on site confirmed that the cause of the issue was due to flexvision pc software. The fse reloaded the flexvision pc software. After which, the system was returned to good working order. The codes were updated based on the investigation outcome